Event description:
Related manufacturer report number 3006705815-2022-00613. It was reported that patient experienced pain at the implantable pulse generator site and was not receiving effective therapy as well. Programming changes were attempted however was unsuccessful. Patient denies any traumas or falls. A surgical intervention is anticipated in the near future. No additional information is available at this time.

Manufacturer narrative:
Date of the event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received states that the system was explanted. There were no complications during the procedure.